Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the u.s. In response to the warning letter that the us FDA issued to ela medical (dated 11/06/2009), ela is filing this MDR at this time. Since the device remains implanted, the files from the programmer were reviewed. The files showed the reported behavior is related to an automatic functioning of the device and is not related to any user action. The device performed as specified and as intended. The reported behavior should be solved through parameter re-programming. Recommendations were provided. (B)(4). Discussion: in the reported case, atrial sensitivity was already increased between the first and second f/u period (value was decreased from 0.6 mv to 0.3 mv), and this re-programming was successful: the time spent in mode switch increased from 30% to 60%, suggesting both an improved p-wave detection and a better atrial arrhythmia detection. Pvab parameter was already set to its minimal value, therefore, no further improvement will be available.

Event description:
Reportedly, there was no mode switch in atrial flutter because the 2nd p-wave was in pvab. The ventricular pacing was increased. The device remain implanted.